Event description:
The customer stated that the architect analyzer generated falsely elevated ipth results on a patient sample compared to the roche method. Results provided: pt#1 architect = 150.8 pg/ml / roche = 64pg/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The customer reported falsely elevated and discrepant ipth results when compared to another method. No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 02213k000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 02213k000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010; 134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Abbott has identified that a major contributor to the observed increase in patient sample values has been the instability of the architect intact pth calibrators. Therefore, architect intact pth calibrators and controls will have a reduced expiration date (shelf life) to address the calibrator instability. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency was identified. Correction to suspect medical device catalog# on 23sep2014 from incorrect 08k25-25 to correct 08k25-20.

Manufacturer narrative:
High test results; no consequences or impact to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the u.s., list number 8k25-27.